Event description:
During an orif pelvis acetabulum case, a round disc, smooth came off a straight ball spike reduction instrument and went into the greater sciatic notch; device was unable to be extracted from the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.